Event description:
It was reported the left ventricle lead was unable to be placed at the target site due the patient's anatomy. Consequently, this lead was withdrawn. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present in the distal conductor (not obstructed). Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Primary analysis findings: no anomalies found.